Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 61869769. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61869769 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did submit one (1) x-ray image for the reported event. The implant was observed fractured at the collar region. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event is confirmed via customer's x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.

Event description:
It was reported that the implant at tooth site #36 was fractured at the connection, and that the crown was loosened due to this.bimplant was not removed. Dr. States they will replace with another implant in a posterior appointment.